Event description:
A potential product issue has been identified with our oncor impression linear accelerator. In the abundance of caution this issue is being reported. The fault the customer discovered has two parts. The position of mlc leaves is undetermined if "second function 2" is used too quickly. Incorrect mlc leaf position does not generate interlock when 'field clipping' for port image exposure occurs. Customer feels the operators manual does not explain clearly the operation of the 'second function'. No patient details were available at the time of filing. Further investigation is underway. We became aware of this incident on (B)(6) 2011. Initial reporting, investigation on-going for a possible use manual issue or clarification.

Manufacturer narrative:
Preliminary risk analysis indicates: severity: (negligible). There has been no injury or mistreatment reported. The issue may only occur in a rare scenario during imaging. For treatment the mlc leave positions are still correct and verified. In worst case it may be required to acquire the image again with the correct leaf positions. This may cause an additional dose of 1 - 2 mu. The additional dose is negligible compare to the treatment dose of the day. Probability: (occasional ). The issue may only happen in a very rare case.